Event description:
The service report shows that the customer alleged that the ventilator's audible alarm was non-functional. A customer support engineer (cse) could not verify the reported condition and no malfunction may have occurred. As a precaution the cse replaced the alarm assembly and the main power switch. The ventilator passed its performance tests. This report is not an admission by co that this device caused or contributed to the event alleged in this report.

Manufacturer narrative:
The eval lab tested the alarm assembly & it functioned as designed. The switch was also tested & no faults found. Both parts functioned as designed.